Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the reagent valve was not working correctly. The fse then replaced the reagent valve. The cause of the discordant, falsely low hcg result was a malfunction of the reagent valve. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. It is unknown if the discordant result was reported to the physician(s). The patient had taken a manual pregnancy test which resulted positive, and the negative result from the immulite 2000 instrument did not match the manual test result. The sample was rerun neat, and resulted with a higher result that required dilution. The sample was diluted by a factor of ten and also resulted higher. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.